Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles, and a linear opening. A leak test was performed and found one opening. A microscopic analysis identified a linear sharp opening on the posterior side assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification. A fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.